Event description:
A malfunction was reported with the display of malf 12, and there was no information provided regarding any notable events before the malfunction. There was no report of an adverse impact on the customer's blood glucose level. The fault ID was available, and the malfunction code was resettable, but no additional information was received regarding corrective actions taken.